Event description:
Facility alleges that patient was admitted to hospital 4-6 hours post dialysis for hemolysis. No known cause determined for incident. Patient dialysis treatment was uneventful, and patient complained of not feeling well upon arrival to dialysis. Complaint relating to blood lines in process although physician requested actual dialyzer sample to be analyzed.